Manufacturer narrative:
Cloud data for the period of 30sep2025-06oct2025 was downloaded and reviewed. Review of the cloud data found that the system was only used in manual mode during this period. Delivering the user's manual basal program. The cloud data showed no boluses were delivered during this period and the pod did not have a sensor paired. The total pulse count tracked by the pod correctly reflected the pulses of basal insulin delivered as recorded in the patient history buffer data. No evidence of issues with the system were observed in the available data. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone- not available. Cloud - omnipod 5 software app version- not available. Cloud - operating system-not available. Cloud - hardware-not available. Cloud - cgm sensor type-not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's sister reported that the patient has been admitted to the hospital due to dka (diabetic ketoacidosis) on (B)(6) 2025. At the time of the medical incident, the patient was wearing a pod; however, the sister stressed that the problem was not attributable to a malfunction of the pod. The symptoms exhibited included hyperglycemia, coffee-ground emesis, and a loss of consciousness. The pod has since been removed, and the patient is currently receiving treatment with IV (intravenous) insulin and fluids. While hospitalized, the patient experienced additional complications and has been placed on a breathing tube. The patient remains hospitalized, and no further updates have been provided.